Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The manufacturing records for top assembly batch 8565996 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the stent damage could not be determined.

Event description:
It was reported that during a pci procedure involving a lesion located in the right coronary artery (rca), the express2 monorail did not cross the lssion and upon removal, the stent struts had lifted. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'okay'. Additional information was requested.